Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called to the customer's work due to low blood glucose levels. Troubleshooting was performed and the programming was correct. It was also stated that the customer had made some changes to the bolus wizard settings prior to the low blood glucose episode.